Event description:
The customer stated that she was taken by ambulance to the hospital due to hypoglycemia. The customer's blood glucose reading at the time of the report was 298 mg/dl. The customer did not have any supplies to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.